Event description:
The following has been reported: "error 51-0001 speaker. The customer has received the devices new at the beginning of october." Reporting due to the referenced issue as a conservative measure. No adverse event information was reported. Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported devices were not sent to brézins for investigation as it serial numbers are included in an internal technical service bulletin, which identifies pumps with a specific serial number range could have a defective audio amplifier, which will trigger an error 51 on the device, in certain circumstances. However this issue is known and likely linked to a defective component of the device speaker (the aforementioned audio amplifier). This is being evaluated with an internal CAPA opened in may 2023. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.